Manufacturer narrative:
The reported patient death was also reported under MFR# 2916596-2018-05490 for the lvad device. Approximate age of device ¿ 5 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the device alarmed low flow/speed and the pump stopped. The system controller alarmed again and went black. The system controller was exchanged, however the pump did not restart. The patient was transported to the hospital via ambulance. As the patient was being wheeled into the emergency department, the system controller turned on and restarted the pump. There were 2 areas on the external drive line that has been taped. Patient was transported to the emergency room but never regained consciousness. Patient was seizing with agonal breathing. Patient was intubated, sedated, and several drips were started. Patient¿s clinical condition never improved. Decision was made to withdraw all care and patient expired shortly thereafter. The log files from the original system controller captured pump stops on (B)(6) 2018. These occurred when the patient was connected to battery power and to the power module. All the log file data prior to the pump stops is normal. The log file ends with the driveline being disconnected. The log file from the backup system controller captured pump stops on (B)(6) 2018. These occurred while the patient was connected to battery power. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump stops, and speed drops was confirmed via analysis of the submitted log file; however, the events were not reproduced during analysis of the returned system controllers. The submitted log file contained approximately 14 days of data (19nov2018 ¿ 03dec2018, per the time stamp). Beginning on 03dec2018 until the end of the log file, the controller recorded some intermittent speed drops below low speed limit along with pump stop events. During these events the controller alarmed with low speed advisory, low speed hazard, and low flow hazard alarms, as designed. The end of the log file appears to have captured the driveling being disconnected and the controller being powered down. Prior to the first pump speed drop there were no notable alarms or events active. The second submitted log file contained approximately 8 hours of data. While connected to the battery on 03dec2018 at 22:44, the pump was unable to reach the set speed with elevated power ranging from 0-25.5 watts; minimal flow ranging from 0-6.2 lpm. The low speed and low flow hazards alarms were active throughout the log file as well as multiple motor stops. On 03dec2018 at 23:03, the pump was able to reach and maintain the set speed until the end of the log file. There were no other notable alarms or events active in the log file. The returned system controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. The controller was found to function as intended. As a result, the root cause of the events captured in the submitted and retrieved log files could not be conclusively determined and the events could not be correlated to a system controller related issue. No further information was provided. The manufacturer is closing the file on this event.